Event description:
It was reported that "in or around 2009 and 2010" the plaintiff was implanted with a "pelvic mesh product suspension device" to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that, as a result of the implant the plaintiff has "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia," aggravation of a preexisting condition, and other injuries. It was also alleged that the plaintiff has and will in the future "experience significant mental and physical pain and suffering, disability, mental anguish, loss of capacity for the enjoyment of life, medical treatment and surgical procedures, and has sustained permanent injuries."

Manufacturer narrative:
It is unk what pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.